Manufacturer narrative:
(B) (4).

Event description:
The pt experienced increased pain. The actual residual pump volume (8 ml) was greater than the expected residual volume (2.1 ml). Additional info has been requested, a f/u report will be sent if additional info becomes available.